Event description:
On (B)(6) 2020, a patient received a perceval pvs23 in aortic position. Although no problem was found immediately after perceval indwell via the right small thoracotomy approach, postoperatively, the blood flow was found partially blocked by compression with the strut jail at the left coronary artery (lca) entrance. Bypass surgery was additionally performed on (B)(6) 2020.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further investigation is possible at this time. Based on the information available, the root cause of the reported event was attributed to the patient anatomy (position of the coronary ostium) and the procedure (insufficient visual confirmation due to mics approach). No manufacturing deficits were identified during the document review performed. No further investigation is warranted at this time.

Manufacturer narrative:
The manufacturer has provided an updated summary based on the new information received. A review of the device history records review in undergoing and an updated report will be provided upon completion of the investigation.

Event description:
On (B)(4) 2020, a patient received a perceval pvs23 in aortic position. Although no problem was found immediately after perceval indwell via the right small thoracotomy approach, postoperatively (i.e. After moving the patient to the ICU), the blood flow was found partially blocked by compression with the strut jail at the left coronary artery (lca) entrance. Bypass surgery was additionally performed on (B)(4) 2020. The patient recovered well after the additional procedure performed. Based on the medical judgment received at the time of the follow up, the suspected root cause were attributed to the patient anatomy (position of the coronary ostium) and the procedure (insufficient visual confirmation due to mics approach).